Manufacturer narrative:
This initial report was originally submitted on MDR #3009448963-2015-00563. This replacement MDR is to link the supplemental report sent on MDR #2124215-2015-13686. The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received additional information from the field representative. The correct device and electrode model and serial numbers were provided. Therefore, this report includes the implant date, explant date, expiration date, and device manufacture date.

Event description:
This initial report was originally submitted on MDR #3009448963-2015-00563. This replacement MDR is to link the supplemental report sent on MDR #2124215-2015-13686. Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to a patient infection. No additional adverse patient effects were reported